Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. After pre-dilatation with a 2.5x3mm emerge balloon catheter, a 2.50x38mm synergy drug-eluting stent was advanced to treat the lesion. However, during insertion the device did not evolve in the hemostatic valve and the stent was deformed. The device was removed and the procedure was completed with 2.5x32mm and 3.0x38mm synergy stents. No patient complications were reported and the patient was stable. It was further reported that the mesh that was damaged did not cross an obstruction.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: synergy ous mr 2.50 x 38 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal struts were lifted and pulled distally from their crimped position. The undamaged stent outer diameter was measured using snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. After pre-dilatation with a 2.5x3mm emerge balloon catheter, a 2.50x38mm synergy drug-eluting stent was advanced to treat the lesion. However, during insertion the device did not evolve in the hemostatic valve and the stent was deformed. The device was removed and the procedure was completed with 2.5x32mm and 3.0x38mm synergy stents. No patient complications were reported and the patient was stable. It was further reported that the mesh that was damaged did not cross an obstruction.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. After pre-dilatation with a 2.5x3mm emerge balloon catheter, a 2.50x38mm synergy drug-eluting stent was advanced to treat the lesion. However, during insertion the device did not evolve in the hemostatic valve and the stent was deformed. The device was removed and the procedure was completed with 2.5x32mm and 3.0x38mm synergy stents. No patient complications were reported and the patient was stable.